Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with pillowing keypad overlay, minor scratches on case,cracked case (battery tube) and cracked battery tube threads. No damage on retainer ring noted. (B)(4).

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the connection with the reservoir compartment broke and ring was missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.